Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room with a high blood glucose (bg) level of 680 mg/dl. Cause of high bg was not known. No additional information regarding this event was provided as customer states it was "too long ago". The customer continued to use the pump for insulin therapy.